Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (the bioprosthetic valve slipped out of the delivery system balloon, causing a misalignment between both) caused or contributed to this event; stroke was a consequence of these procedural factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in united kingdom. As reported, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, there were no images to confirm that the alignment process was successful. While advancing through the native valve, the bioprosthetic valve slipped out of the delivery system balloon, causing a misalignment between both. When the balloon was inflated, the valve flared distally and it could not be inflated because the balloon was in a more ventricular position. Then, using a 29mm edwards balloon and commander delivery system, the valve was successfully pulled back to the descending aorta and deployed. A second 23mm sapien 3 ultra valve was successfully implanted in the intended location. Patient was stable after procedure. As per medical opinion, the perceived root cause of the event was either the native valve or operator misuse, given that there were no images to confirm the alignment process.